Manufacturer narrative:
One unused suspect device was returned for evaluation. The device was examined visually. Contamination larger than the specifiaction was found in the fluid path. The complaint was confirmed for this device. The root cause is attributed to the manufacturing process. Review of the device history record and complaint database were performed and no exception documents were found.

Event description:
A foreign object was found in the lumen of the stopcock, inside the fluid path. This was found during the customer's incoming inspection.